Manufacturer narrative:
Additional information has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
During a revision of a periprosthetic fracture nonunion, surgeon removed a broken plate along with screws and cables and revised to new hardware.